Manufacturer narrative:
Device evaluation: the returned pump was subjected to visual inspection as well as functional and electronics testing. The evaluation determined that the electronics module was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient was experiencing symptoms that may be related to withdrawal. The pump was explanted and returned for evaluation. The explant date is not available.

Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted on (B)(6) 2015.